Manufacturer narrative:
Correction to supplemental sent april 21, 2020: aware date wasn't updated. Correct aware date for the supplemental is april 17, 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who was notified by a healthcare provider (hcp) on (B)(6) 2020. It was reported that the patient met with a nurse at their doctor's office on (B)(6) 2020 because the ins was dead. The nurse performed a trickle charge and after the trickle charge, the patient could not maintain the charge on the ins battery because it was depleting more quickly. It was explained that the patient was having to charge more than once per day and the ins had gone dead again. No symptoms were reported. MRI compatibility was requested given that the ins was dead. MRI compatibility was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that according to the nurse practitioner, they were able to recover the ins from being in a dead state, but the patient is having a difficult time keeping the battery charged now. The rep stated that no further actions were taken at this time, and they will follow-up with the patient once the clinic opens back up after covid-19 restrictions. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient has not charged his ins in probably like 3 months and he is not able to connect to charge his ins. Due to this he is not feeling stimulation and his pain is really severe. The last time he felt stimulation was probably about a month ago and that is when the pain first started as well. He first noticed on the day of the call that he is not able to connect to charge his ins. Patient mentioned that he has been sick with issues related to his multiple sclerosis (confirmed unrelated to device/therapy) and that is the reason he hasn't charged his ins. Patient mentioned that he goes by a different name (did not provide name); would call back at a later time to update name. Patient was redirected to their hcp to address possible overdischarge. No further complications were reported. Information was received from a manufacturing representative (rep) and patient. It was reported that the patient was hospitalized a while back and let their ins discharge. The rep stated that a trickle charge was performed. They noted that their tablet indicates that the ins is impacted and will require charging 1x at least to maintain therapy. The patient stated that the ins was at 100% and was off, and the next day it was at <25%. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.